Manufacturer narrative:
(B)(6).

Event description:
The manufacturer's field service engineer reported the ventilator alarmed vent inop due to air valve liftoff failure while servicing the ventilator. There was no patient involvement.